Event description:
It was reported: the dr impacted the insert into the shell, but it did not seat. When he pulled the insert out to inspect, staff noticed the locking pin was missing and now in one of the slots. Resulted in a 30 minute delay in surgery. The patient was not at risk.